Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot numbers gd880757, gd879171, gd878223 with no defects noted. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis event.

Event description:
This is a spontaneous report by a consumer in the USA of peritonitis in a patient (age not reported) coincident with dianeal pd2 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd2 ambuflex (lot number, dose, and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the consumer reported the following. On an unreported date, the patient developed peritonitis. It was unreported if a peritoneal effluent culture was performed. Treatment, outcome, and action taken for suspect medication were unreported. Medical history and concomitant medications were unreported. An opinion of causality for the peritonitis was not reported.